Event description:
Additional information was received from the account reporting that the pump was explanted on (B)(6) 2018 and reported lvad device functioned as expected. It was reported that the autopsy results indicated cause of death was chf due to dilated cardiomyopathy and death was not considered device related. A follow-up MDR will be submitted to include meaningful information of MDR. No further information was provided.

Manufacturer narrative:
Approximate age of device - 2 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported on 15oct2018 that patient expired on (B)(6) 2018. The patient's cause of death is currently unknown and an autopsy report is pending. The pump was explanted and will be returning for evaluation. No further information was provided.

Manufacturer narrative:
Device evaluation: no device-related issues were identified through the evaluation of heartmate ii lvas, serial number (B)(4), and a direct correlation to the reported events could not conclusively be established through this evaluation. The pump was returned assembled with the driveline (dl) cut approximately 2.5¿ from the pump housing and the distal end was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The sealed outflow graft and outflow graft bend relief were cut approximately 4¿ from the outflow graft attachment and returned attached to the outflow elbow, which was attached to the pump¿s outlet port. The bend relief collar was sutured in place around the outflow graft nut. The pump appeared to be exposed to a fixative. Evaluation of the sealed inflow conduit, the sealed outflow graft, and the outflow elbow revealed evidence of dried, fixed blood but no evidence of developed depositions or thrombus formations. Evaluation of the sealed inflow conduit, the sealed outflow graft, and the outflow elbow revealed evidence of dried, fixed blood but no evidence of developed depositions or thrombus formations. Depositions of dried, fixed blood were present throughout the device; however, no contact marks were observed when these depositions were removed, indicating that they formed post-explant and were not present while (B)(4) was supporting the patient. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of (B)(4) revealed no evidence of developed depositions or thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. The relevant sections of the device history records (documents (B)(4)) for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on the event.